Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was restarting automatically. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated remotely with support from philips rse. Based on the information available, it was determined that product has malfunctioned, and the cause is due to a component failure. Customer ordered som pca (system on module printed circuit board) to fix the reported issue, and the product is back in service. The reported problem was confirmed.